Event description:
The patient contacted animas on (B)(6) 2013 requesting a replacement cartridge cap. During the call, the patient appeared slow to respond to questions. The patient tested the blood glucose during the call with a reading of hi on the meter (over 600 mg/dl). The patient was reportedly experiencing shortness of breath and chest pain. The patient indicated that the cartridge cap was missing and the pump was being used with the cartridge taped into the pump. A patient¿s family member took over the call and was advised that the pump should not be used without a cartridge cap. The reporter stated that the patient was to be transported to the hospital for treatment for the elevated blood glucose and symptoms. This report is made based on the allegation that the patient experienced hyperglycemia while using the insulin pump incorrectly without a cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that the pump was being used without the cartridge cap in place by taping the cartridge into the pump. The reporter was advised not to use the pump without the cartridge cap to prevent unpredictable insulin delivery. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: visual inspection found no damage to the cartridge compartment. The cartridge cap that was returned with the pump attached properly to the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.